Manufacturer narrative:
Method: #86 = device not returned. Unknown if device is available for return. Reason for explant remains unknown. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Explant of a valve after substantial implant duration is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), regurgitation, dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 23 mm valve was explanted after an implant duration of approximately 5 months (5.63 months) due to unknown reasons. On (B)(6) 2013, the 23mm aortic valve was implanted and on (B)(6) 2013, the valve was explanted and replaced with a model 3300tfx-19mm valve. No further details were provided. Information was learned through (B)(4).

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up with the health care provider, on (B)(6) 2013 sales rep learned this device was explanted due to endocarditis. The device is not available for return and evaluation because it was discarded by the hospital. The source and type of infection were not provided. However, the health care provider has indicated that this device did not cause or contribute to the event. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Without return of the device for evaluation or additional information regarding source and type of infection, we are unable to determine root cause for explant of this device.